Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02954.

Event description:
It was reported that during a total knee arthroplasty procedure, the surgeon noticed burr on the device. So a back up was tried to use but burr was also confirmed on the second implant. Subsequently, the third implant was used to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned bearings confirmed the reported event as burrs were found in the locking bar slot and posterior channel of the returned poly bearings. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02954 - 1.